Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
On the (B)(6) 2022, the us customer reported that the instrument is leaking at the stopcock connection to the syringe. The field service engineer inspected the instrument and replaced the stopcock and the syringe which resolved this malfunction. The customer was able to complete samples on another instrument. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.